Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a maxillofacial surgery for a mandibular fracture, while pre-molding the mandibular plate according to the patient's anatomy, it broke. The medical team states that they followed the correct procedures for bending the implant. Another implant was used to successfully complete the procedure with a sixty minute delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9 h3, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device revealed that the matrixmand reco-pl angl le 7+23ho t2.5 t was broken. Examination of the fracture surface suggest that the implant was subjected to high stress, leading to its failure. Based on this evidence, it is reasonable to conclude that the breakage occurred during a single high-stress event. No damage associated with material defects was observed. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. According to the surgical technique matrixmandible plate and screw system se_807064 rev. Ag the following instructions are mentioned. Plates from 1.5 to 2.8 mm used the instruments, 03.503.077 bending iron for matrixmandible plates, left. And 03.503.078 bending iron for matrixmandible plates, right. Optional instrument 03.503.056 bending pliers with nose, for matrixmandible plates. Plates 1.5 mm thick and larger can be contoured using the bending pliers with nose in-plane and out of plane. For torsional bends use the bending irons 03.503.077 and 03.503.078. Plates should be bent in a stepped process. First perform in-plane bends. Out-of plane bends second. Torsional bends last. Note: if the condylar head add-on system is used, the last three holes must remain straight. See surgical technique for the detailed technique. When using the matrixmandible combination bender, follow the steps as shown on the instrument. The ¿last hole bend¿ feature should only be used for bending the last hole of the plate. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the matrixmand reco-pl angl le 7+23ho t2.5 t would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part # 04.503.739 synthes lot # h858045 suppliers lot # na release to warehouse date: 02 apr 2019 manufactured by: synthes elmira. Device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.